Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference (B)(4).

Event description:
It was reported via phone call that customer was experiencing sensor glucose versus blood glucose. It was also reported that insulin pump received a weak signal alarm. It was reported that earlier, customer's blood glucose was 47 mg/dl and sensor glucose was 95. Troubleshooting was performed and issue was resolved.